Manufacturer narrative:
Add'l info was received on 06/26/2015. Third party MFR performed a batch record review for lot # 13fm0002 and no exceptions were noted during the production or quality control processes. All catheters passed the air leakage test. Four retention samples from the same lot were also reviewed. The appearance of the balloon, catheter body and valve function were normal. Simulation test was also performed utilizing samples from the same lot along with samples from different lots. Adhesion and tensile strength tests were performed and complied with the manufacturing standards. After a thorough batch record review, no discrepancies or non-conformances were found. There is not enough info to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 07/16/2015.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.

Event description:
The nurse reports the retention balloon inflation port fell off of the flexi-seal fms kit immediately upon opening the package.